Event description:
The customer reported that the device would lock up at the charge (energy) step of the user initiated operation check. There was no patient involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device would lock up at the charge (energy) step of the user initiated operation check. There was no patient involvement. Philips recommended that the customer reload the software. The customer reported that reloading the software has resolved the issue.